Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor displayed an error message. The device was attempted to be interrogated several times and the same issue resulted. The patient did not undergo any surgical procedures and mris recently. No intervention was performed.

Event description:
New information on (B)(6) 2016 stated that the patient presented in clinic for device check. Upon interrogation, the implantable cardiac monitor displayed an error message. Different programmers were used but the same issue resulted. A device firmware download was performed which resolved the issue. The patient would continue to be monitored.